Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with screws in a lumbar posterior fusion for a lumbar spondylolisthesis. It was reported that the extender tab was attached to the screw, but the situation was that the attachment was loose and came off easily (for both screws). The operation was successfully completed by replacing it with a new product. The screws were never implanted. The products had no contact with the patient. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 54750017545, serial/lot #: (B)(6), ubd: 19-sep-2026 and UDI#: (B)(4). H3: product analysis of product: (B)(4), lot no: h5534901 - after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the screw. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.